Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had possible premature battery depletion and overestimation of battery longevity. No intervention was performed. The patient was asymptomatic and stable.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had overestimation of battery longevity. No intervention was performed. The patient was asymptomatic and stable.